Event description:
It was reported that the customer was rush to the emergency room and then admitted in the intensive care unit with low blood glucose of 14mg/dl. It was stated that the customer changed out the infusion set on her own, and after an hour she checked the reservoir and it was empty. It was mentioned that the customer does not know how she got all the insulin, and the doctor had her go back on manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.